Manufacturer narrative:
Additional information d1, d3: device manufacturer name, d4 (catalogue #), d4: unique identifier (UDI) #, g4, h3, h6, and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the customer returned a sample with product code 5c4482 for evaluation. A visual inspection with the naked eye noted the white twist sleeve separated from the main body due to broken occluder feet. The reported condition was verified. The cause of the damaged/broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white portion (sleeve) of the minicap transfer set twist clamp came all the way off. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.